Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿liquid inside the screen causing the screen to be blank/illegible.¿. The unit was triaged and the reported issue was confirmed. Liquid ingress caused the printed circuit board to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump's screen was not legible.